Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial knee replacement procedure on the (B)(6) 2018. Subsequently, after the operation it was discovered that an incorrect size oxford bearing was implanted. The bearing was revised immediately and correct size bearing was implanted.

Event description:
It has been reported by the hospital that a patient underwent an initial knee replacement procedure. Subsequently, after the operation it was discovered that an incorrect size oxford bearing was implanted. The bearing was revised immediately and correct size bearing was implanted.

Manufacturer narrative:
(B)(4). The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. From information received from the hospital the cause of the reported issue was unintended use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.